Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that the procedure was to treat a lesion in the left anterior descending (lad) artery with mild calcification and mild tortuosity. The hi-torque balance (ht) middleweight (bmw) universal ii guidewire was advanced when the radiopaque tip was noted to be missing. Nothing was in the anatomy upon fluoroscopy and the device was removed. Fluoroscopy was performed again and confirmed to have no radiopaque tip left in the anatomy. Radiopaque tip assumed to have been missing from package prior to opening. Another ht bmw universal ii guidewire was used to complete the procedure. There was no adverse patient effect and there was no clinically significant delay in the procedure. No additional information was provided.